Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The date of event is (B)(6) 2019. The patient was 69 years old at the time of event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a male patient underwent an unknown procedure with three mentor tissue expander 550cc devices that all deflated after implantation. These expanders became detached from the back twice. The first expander was placed in the upper left of the patient¿s abdomen, second expander in the lower left of the patient¿s abdomen, and the third expander in the mid right of the patient¿s abdomen. As a result, the patient had all three devices explanted on (B)(6) 2019. There were no replacements for the explanted devices. This medwatch report is for the device placed in the mid right of the patient¿s abdomen.